Event description:
My mom purchased the contact solution clear care 3% hydrogen peroxide triple acting solution for me; she thought that it was contact solution. I purchased it at (B)(6) in (B)(6) on may 5, 2019 and I did not read the instructions fully and I thought that it was regular contact solution and I put it in my eye and it burned and stinged my eye. It had me so scared and it has been a day and it still hasn't cleared up. It is still red and when I go to put in my new pair of contact lenses, my left eye stings and is burning, so what can I do to help it get better and heal so I can wear my contacts again? Can you all please be more specific on the bottle and write it in the front to that says warning only use with the case provided. Can you get back with me as soon as possible? Thank you. (B)(6).